Event description:
A report was received that during closed suctioning the catheter came apart from the control valve. The trach care was set up at 10 am and the malfunction occurred at 8 am the next day. The pt was suctioned every 15 minutes due to excessive secretion. No pt injury or adverse event was reported. Ballard medical products has no first hand knowledge of the allegations, but is relaying info received from outside sources pursuant to federal regulations.